Event description:
As reported by an affiliate, the hub of a 6f vista brite tip guiding catheter was cracked. During prep, the hub leaked when it was flushed. The device had been pulled from the packaging by the hub and no anomalies were seen. The packaging appeared normal. The device will be returned for eval.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.